Event description:
It was reported that when connecting the arctic sun device to the monitoring screen, the arctic sun shuts off. The cable connector was broken and a short circuit might be occurring. Per review of wo on 14jan2026, there was no patient involvement.

Manufacturer narrative:
Initial reporter phone number provided (B)(6). The reported issue was confirmed. The root cause of the reported issue is a damaged isolation card. The device was evaluated upon receipt. The black ring of the patient temp out temp got broken and the customer didn't notice it. When trying to connect the external cable, the connector pushed the temp out connector inside of the cage breaking one of the pins and causing a short circuit. A photo was attached in the work order showing the missing ring on the temp out connector and the connector pushed into the isolation card. Replaced isolation card. A 2000-hour pm was completed on the device. As part of the pm, replaced the circulation pump, mixing pump, drain valves, and heater. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.